Event description:
It was reported by dealer that the (B)(4) concentrator has no alarm sounding.

Manufacturer narrative:
Follow up with be filed if additional information is received.

Event description:
It was reported by dealer that the irc5po2 concentrator has no alarm sounding. Unit was evaluated on 6/16/2015 and repair statement shows that switch/button is broken on the controls.

Manufacturer narrative:
Follow up with be filed if additional information is received. Unit was evaluated on 6/16/2015 and repair statement shows that switch/button is broken on the controls.